Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe the syringes were tampered with. Stated that the "part/hub" between needle and barrel has been tampered with. Consumer would not be any more specific. This occurred with 4 bags of ten it is not know on how many separate occasions, or the date/time. The following information was provided by the initial reporter: consumer purchase 4 bags of ten and is not able to use any of them. Stated, they were "tampered" with? Stated the "part/hub" between needle and barrel, has been tampered with.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe the syringes were tampered with. Stated that the "part/hub" between needle and barrel has been tampered with. Consumer would not be any more specific. This occurred with 4 bags of ten it is not know on how many separate occasions, or the date/time. The following information was provided by the initial reporter: consumer purchase 4 bags of ten and is not able to use any of them. Stated, they were "tampered" with? Stated the "part/hub" between needle and barrel, has been tampered with.

Manufacturer narrative:
H.6. Investigation: customer returned eight (8) used 1ml bd insulin syringes. Consumer stated: purchase 4 bags of tens, not able to use any of them. Stated, they were "tampered" with. Stated the "part/hub" between needle and barrel, has been tampered with. All eight returned samples were examined, and no evidence of manufacturing defects was observed. Five out of the eight syringes, however, appeared to have either dry blood or blood droplets near the base of the cannula/barrel tip. Since all eight syringes were returned loose/out of the original (sealed) packaging, and no manufacturing defects were observed, the probable cause of this issue is human factor related; the blood found near the barrel tip was likely the result of prior usage of the syringes by the customer. Unable to perform DHR review due to unknown lot number. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. The damage observed to the syringes likely occurred after use. H3 other text: see h.10.

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe the syringes were tampered with. Stated that the "part/hub" between needle and barrel has been tampered with. Consumer would not be any more specific. This occurred with 4 bags of ten it is not know on how many separate occasions, or the date/time. The following information was provided by the initial reporter: consumer purchase 4 bags of ten and is not able to use any of them. Stated, they were "tampered" with? Stated the "part/hub" between needle and barrel, has been tampered with.